Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was not returned to olympus for inspection and the reported failure was confirmed. The customer contacted olympus technical assistance support via phone. Replacement on the converter was made. The customer informed tac of the event. The device will not be returned to olympus for evaluation. In addition, the following reportable malfunctions were identified during the device evaluation: replacement on the converter. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: replacement on the converter. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device would not connect and went into sleep mode.the issue was found during set up/inspection for use. There were no reports of patient involvement.